Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged. The dislodgement was confirmed through x-ray. The dislodgement resulted to muscle stimulation. The device was reprogrammed to vvi 50 mode. The lead remains in service. No additional adverse patient effects were reported. Additional information was received that the right atrial (ra) lead was explanted. Sensing, threshold and impedances were within range and stable post procedure. The lead was out of service. No additional adverse patient effects were reported.